Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2017; 5071-35 lead, implanted: (B)(6) 2017. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic for a device check as it was noted the cardiac resynchronization therapy pacemaker (crt-p) was "weepy" and oozing green. It was noted the patient was scheduled to be admitted due to infection. During the device check, a power on reset (por) was observed and the device was pacing at vvi65. It was noted the battery longevity estimate was grayed out and a full por occurred. The parameters of the device were restored and the left ventricular capture management was programmed off. The patient was later admitted due to the infection associated with the device and epicardial left ventricular (lv) lead. The epicardial lv leads were partially explanted and a temporary pacing lead was implanted. The temporary lead was connected to the crt-p, which was placed outside of the pocket and taped to the patient for use. The device and leads were replaced approximately two weeks later. No further patient complications have been reported as a result of this event.